Event description:
It was reported that the grey silicone of the connector part of the patient cable was broken. The cable was returned for service. It was indicated that this was discovered during servicing and did not involve a patient.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).